Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there were episodes of noise which resulted in non-sustained right ventricular oversensing (nsrvo) and false ventricular fibrillation (vf) detection noted on the rv lead. There was also slightly increased capture threshold and increased pacing lead impedance (pli) noted. Diagnostic imaging was performed, and there were no anomalies noted on the imaging. The rv lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for damages consistent with procedural damage. The reported events of noise, oversensing, high capture threshold and high pacing lead impedance were not confirmed.